Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump fill estimate was noted to be inaccurate. The customers blood glucose (bg) level was impacted above (500 mg/dl). The customer took a manual injection to stabilize bg level. The customer loaded a new cartridge and the issue was resolve.